Event description:
It was reported that a pump over infused lasix to a pt. The device was programmed to infuse over 10 hours. It was observed that the entire medication was delivered in 1.5 hours. The customer stated that no pt injury occurred.

Manufacturer narrative:
(B)(4). Review of the device history log found that the last lasix infusion was programmed to deliver 100 ml at a rate of 110 ml/hr, resulting in an infusion time of 55 minutes. Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. At this time, the date of event is unk.